Event description:
The customer reported that the patient received a burn to the left cheek during a tonsillectomy procedure during the week of (B)(6) 2015. The doctor reported the burn was 4mm and superficial. The degree of burn was not determined. The electrode insulation was reported to be damaged approximately 1 1/4" down from the tip. There is a blackened hole in the insulation were output broke through while the device was in use in the patient's mouth.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.